Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of different model was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of different model was successfully replaced. No adverse patient effects were reported. Additional information received indicates that the lead was not successfully implanted due to patient anatomy. The lead is not available for evaluation.